Event description:
It was reported that the patient was not getting an adequate pain relief and had a significant improvement after the reprogramming was done. It was also noted that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the facility and will not be returned.